Event description:
It was reported that the balloon ruptured. A procedure was being performed to treat a moderately calcified, 75% stenosed, and moderately tortuous lesion. A 3.50mm x 15mm nc emerge mr balloon was advanced to dilate the lesion, but at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.